Manufacturer narrative:
The suspect tilt swivel assembly was inadvertently discarded prior to returning to philips for evaluation. However, images of the failed assembly were taken and analyzed as part of the evaluation. Failure analysis of the same part model determined the amount of weight needed to cause a similar failure greatly exceeded the weight of the attached monitor and would require a significant amount of added force. Therefore, the evaluation determined this failure would not occur under normal use conditions. The ultrasound system has been returned to service with a replacement tilt swivel assembly with no similar issues reported.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the monitor arm detached from their affiniti 50 ultrasound system while moving the unit within the user facility. There was no injury associated with this event. The system remains at the site and was returned to service following the replacement of the monitor arm.